Event description:
It is reported that once the surgeon placed the drill bit in the acetabulum, he flexed and the drill bit snapped in half.

Manufacturer narrative:
Evaluation: as returned, the bit has fractured in its fluted section. It is likely that the incident was caused by excessive bending moment applied to the shaft during use. Material information shows no anomalies. Device history records indicate all components were manufactured and inspected to specification. (B) (4). Total number of events: 27. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.